Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: explore laparoscopy/appendectomy. Event description: clip applier was blocked. Additional information received from applied medical representative via email on 23may25: no resistance in trigger actuation. No clip was loaded into the jaws. No clip obstructed device. Intervention: device replacement. Patient status: uneventful full recovery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Based on the condition of the returned unit, it is possible that the reported event was caused by a damaged clip rail, as it most likely prevented the device from resetting properly. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: explor laparoscopy/appendectomy. Event description: clip applier was blocked. Additional information received from applied medical representative via email on 23may25: no resistance in trigger actuation. No clip was loaded into the jaws. No clip obstructed device. Intervention: device replacement. Patient status: uneventful full recovery.